Manufacturer narrative:
The customer has provided stryker with all the available patient information. Patient fields in which information was not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker downloaded the device's electronic records from the event for review and was able to verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off while attempting to deliver defibrillation therapy to a patient. The users obtained a back up device to continue patient care. There were no reports of any adverse effects to the patient as a result of the reported issue.